Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedance issue was unknown and no further actions were taken to resolve them. It was noted that the customer discarded the affected device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported the patient came in for normal end of life replacement and the intra-op impedances were greater than 4000 on all electrode combinations associated with 0 and 2. There were no known contributing factors. They ran impedances at 2v and 300 pulse width and the issue did not resolve. It was noted that the issue was not resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.